Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system failed a right ventricular automatic threshold (rvat) test. Technical services (ts) was consulted, and intrinsic activity was the reason for the failed test. Since the patient is pacing dependent, it was suspected that the intrinsic activity could be signal oversensing on the evoked response channel. Ts advised on programming a fixed pacing output. No adverse patient effects were reported. This system remains in service.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system failed a right ventricular automatic threshold (rvat) test. Technical services (ts) was consulted, and intrinsic activity was the reason for the failed test. Since the patient is pacing dependent, it was suspected that the intrinsic activity could be noise on the evoked response channel. Ts advised on programming a fixed pacing output. No adverse patient effects were reported. This system remains in service.

Manufacturer narrative:
Correction to section b, adverse event/product problem, field b5 describe event or problem. Correction to section h, device manufacturers only, field h6 device codes.